Event description:
The pt was implanted with a left ventricular assist device. The vad coordinator reported that the pt experienced a red heart alarm and a low flow message on the display module. The pt stated he 'felt fine' and was asymptomatic. The vad coordinator reported that the pt has been essentially bed ridden since implant.

Manufacturer narrative:
The pt remains on going with the implanted device and no further issues have been reported. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.